Event description:
According to the reporter: during laparoscopic gastric bypass, the device did not work properly. The suture reload fell in to patient cavity and was retrieved with graspers. Another device was used in order to complete the case, no x-ray was performed, no blood loss, no tissue damage, no injury to patient. Patient status : alive - no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.